Event description:
Additional information received reported that the patient had a ¿defective¿ stimulator implanted. It was noted that the patient moved states, and they attempted to adjust stimulation 7-8 times. It was further noted that since the device was implanted,the patient only worked with manufacturer representatives. It was reported that patient stated that a manufacturer representative said it must have been ¿defective.¿ the last time the patient had the device looked at was about 8 months prior to report, and a manufacturer representative was present. It was noted that the patient was on pain medicine, and sometimes could not remember things. It was noted that the stimulation was not ¿hitting¿ in the right location. It was reported that the patient hurt worse since the implant. It was further reported that wires ¿made a 90% move¿, and x-rays were taken. It was noted that the wires hadn¿t moved when the health care professional initially put it in, and the manufacturer representative couldn¿t get it adjusted. It was further reported that the patient had pain in their back and running down their left leg. It was noted that after the x-ray, nothing happened and the patient moved. It was further reported that the patient was on disability. It was further noted that the patient had an appointment with a health care professional in (B)(6).

Event description:
It was reported that the patient never had therapeutic effect. The patient stated that they felt acute pain on the left side of the ribs following the implantation of the device. The patient further stated that "he had to keep his stimulation low because if he moved, it "jarred" him." It was noted that the patient "couldn't really remember where the jarring occurred, but it was possibly in his ribs as well as his leg." The patient stated that "he was switching programs and he got "zapped" in program a at 0.35." It was indicated that the patient had great results with the trial and it eliminated all of the pain in his left leg. The patient had tried all of his programs and felt "they are worthless" and "are not close to being right." The patient was also feeling stimulation by his kidneys and rib cage, which he indicated was in the wrong location. The patient stated that "he was told by the health care professional that the he must be slow healer and may still have fluids that are built up in the body." It was noted that the patient kept his stimulation low to help with the jarring sensation. It was further noted that the patient had been taking oxycodone for the last 4 months and he stated that "within 2 weeks, his body become addicted to this medication." It was further reported that the patient was unable to adjust the pulse width and rate on his stimulator, but was unable to do so. The patient stated that the manufacturing representative programmed the adaptive stimulation on (B)(6) 2012. It was further noted that the patient was using a "transcutaneous electrical nerve stimulation (tens)" unit. Basic functionality of the device was discussed. Additional information received reported that the impedance check performed revealed "okay" results. No malfunction of the device was reported. It was noted that the patient was reprogrammed and received better coverage.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stimulation was in the wrong location. The reporter stated that the patient's health care provider (hcp) determined that the leads were in the wrong location for appropriate pain relief. It was reported that the hcp had been looking at the trial lead x-rays rather than the permanent implant x-rays. The reporter stated that the hcp told the patient that he would need surgery to resolve the issue. It was noted that symptoms occurred following an implant. Additional information has been requested but was not available as of the date of this report.

Event description:
Further follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and that it was believed that the patient was not using the device. A CT scan was done which showed a ¿surgical paddle¿. It was noted that the patient did not want to be reprogrammed and wanted the device explanted. Hospitalization was not required for the event. The patient outcome was not reported. If additional information is received, a follow up report will be sent.